Manufacturer narrative:
Qn(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the first two staples were severely misaligned. The stapler was received with one unformed staple sticking out and one partially formed staple loaded. The stapler was returned with its tri gger not engaged. There were no signs of biological material on the device. The stapler was received with 9 staples left in the cover block, indicating that at least 26 staples were fired by the customer. A functional inspection was performed on the sample by att empting to fire staples from the returned stapler. The stapler was received with one unformed staple sticking out and one partially formed staple loaded. The unformed staple was unable to be manually removed from the cover block. The first fire attempt resulted in the staple partially formed staple releasing and the unformed staple releasing from the cover block. The second fire resulted in the staple fully forming and releasing. The third fire resulted in the staple fully forming and releasing. The next 15 fire attempts in the skin pad correctly formed and released. The device was disassembled and die casting anomalies were discovered on the forming tool. The pusher appeared to be tilted downward. No other defects or anomalies were observed. The anvil was in the proper orientation. It appeared that the staple misalignment prevented the remaining staples from consistently firing properly. The source of the staple misalignment could not be conclusively determined. Although a lot number was not reported, (B)(4). The reported complaint of "misfire/jam-staples not forming/closing" was confirmed based upon the sample received. The returned stapler revealed that the first two staples were severely misaligned. The stapler was received with one unformed staple sticking out and one partially formed staple loaded. The first fire attempt resulted in the staple partially formed staple releasing and the unformed staple releasing from the cover block. The second fire resulted in the staple fully forming and releasing. The third fire resulted in the staple fully forming and releasing. The next 15 fire attempts in the skin pad correctly formed and released. The sample was disassembled. Die casting anomalies were observed on the forming tool. It appeared that the staple misalignment prevented the remaining staples from consistently firing properly. The source of the staple misalignment could not be conclusively determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the hcp failed to fire the skin stapler(staples not forming properly) during suturing procedure". No report of patient harm or injury.